Event description:
The technician alleged that when the bed was unplugged the battery light was illuminated. The light would go out after a short period of time or if a function activated. No injury reported.

Manufacturer narrative:
The technician found the battery was weak and would fail once a function was activated and the battery did not retain a charge. The technician replaced the battery to resolve the issue.